Event description:
It was reported, the pt was having problems recharging their neurostimulator. They were unable to get telemetry and coupling. An over-discharge of the rechargeable device was suspected. Dur to recent health issue (unspecified), a house fire, and then a relocation, the device went for a prolonged period without being recharged. The pt had to get a replacement recharger. By the time, the replacement has been received, the device was in over-discharge. The amount of time, since the last recharge was unclear. Several physician mode recharges were attempted without success. The device was not able to flip into a regular recharge mode. The pt was planning on following up with their implanting physician. No pt symptoms were reported. Additional info has been requested, but was not available on the date of the report.

Manufacturer narrative:
.